Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and black screen. Customer reported that the insulin pump got wet in water. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Constant insulin flow blocked alarms noted during priming to moisture damage to force sensor. Unit successfully downloaded to thus. Unable to perform displacement test. Pump passed active current test; however pump did not pass sleep current test and self test. Pump error 75 alarmed during self test. No pump error 63 noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Confirmed pump error 63 variable 12 was noted in the history download on (B)(6) 2022 12:48:27.000 due to hardware error. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, faded serial label damage, corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for pump error 63 was confirmed due to moisture damage on electronic assembly. Blank display was not confirmed. Exposure to moisture was confirmed on pcba 1, pcba 2, motor, and force sensor. Pump error 75 was confirmed due to moisture damage on j6 connector. Sleep current test failure suspected to be moisture damage on electronic assembly. Insulin flow blocked alarm was confirmed due to moisture damage on force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 4.11e. Retainer ring = black. Customer returned pump for an alleged pump error 63, blank display, and exposure to moisture found on 05/29/2022. Constant insulin flow blocked alarms noted during priming to moisture damage to force sensor. Unit successfully downloaded to thus. Unable to perform displacement test. Pump passed active current test; however pump did not pass sleep current test and self test. Pump error 75 alarmed during self test. No pump error 63 noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Confirmed pump error 63 variable 12 was noted in the history download on 05/29/2022 12:48:27.000 due to hardware error. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, faded serial label damage, corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for pump error 63 was confirmed due to electronic assembly. Blank display was not confirmed. Exposure to moisture was confirmed on pcba 1, pcba 2, motor, and force sensor. Pump error 75 was confirmed due to moisture damage on j6 connector. Sleep current test failure suspected to be moisture damage on electronic assembly. Insulin flow blocked alarm was confirmed due to moisture damage on force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and h8 section.

Event description:
The device was returned for analysis.